Manufacturer narrative:
The investigation is ongoing. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-03214.

Event description:
As per updated information from the edwards field specialist and confirmed during pre-deco evaluation, liner delamination was noted. Post valve deployment, difficulties were encountered during the withdrawal of the commander delivery system through the esheath. Following the withdrawal of the devices, vascular surgery was required to repair the artery. As reported by our affiliate in canada, a 26mm edwards sapien 3 ultra transcatheter heart valve was deployed in the aortic position by the transfemoral approach a 14fr esheath was inserted with no issues, then followed by the delivery system and valve, which was implanted successfully. Post valve deployment, upon retrieval of the delivery system through the sheath, resistance was felt for which the physician applied some force in order to retract the delivery system out of the sheath. The attempt was un successful; therefore, the system was removed as a single unit from the patient.

Manufacturer narrative:
Update to a1, d1, d2 and g4 (corrections), h3, h6 (component code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. The 14fr esheath was returned to edwards for evaluation. Visual inspection revealed the following: liner circumferentially delaminated with length of approximately 16cm from the tip, c-marker remained attached to the liner, multiple kinks along the sheath, liner was bunched at tip and the tip opened as designed. There was no visible damage on the soft tip. Functional or dimensional testing was performed due to the nature of the complaint. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history did not reveal other complaints relating to the reported event. The esheath IFU, commander delivery system IFU, the preparation manual and the procedural manual were reviewed for guidance. The procedural manual provides guidance on sheath removal. Remove the suture securing the sheath and the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not re-advance the sheath at any time during removal and hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. The appearance of the sheath upon removal are some curvatures of the sheath may be present, ripples along the seam are normal and an open tip and seam are to be expected. It is important to remember through the procedure to initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place, once completed, remove the sheath completely with the edwards logo facing up, remove the sheath without torqueing and do not re-advance or reinsert the sheath at any time. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was confirmed based on the condition of the return device. A manufacturing non-conformance was not identified. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. As reported, 'a resistance was felt for which it was applied some force in order to retract the delivery system out of the esheath, but with unsuccessful result. The delivery system got stuck in the esheath seal, proximal to the distal tip. After system retrieval, the system was inspected and at that time it was seen the delivery system peeking out of the split of the esheath and part of the inner seal of the esheath was protruding out of the seam'. Circumferential liner delamination was identified at the distal end of the sheath. Patient vessel information was not provided; however, if tortuosity or calcification was present in the access vessel, it can create a challenging pathway and can create a non-coaxial alignment of the delivery system/balloon and sheath distal tip upon reentry into the sheath. This scenario can potentially lead to the balloon catching on the sheath distal tip leading to sheath delamination. Additionally, excessive manipulation was likely used during withdrawal attempts which could contribute to the delamination of the sheath liner. In this case, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. No labeling/IFU inadequacies were identified. A complaint history for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, neither corrective and preventative actions nor a product risk assessment (pra) are required at this time.